Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber connector break cannot be established as the product is not available for analysis. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed and it provides clear instruction to prepare for the procedure. The IFU states: do not use if the package is damaged. Damage to the package may result in damage to the fiber or compromised sterility. Do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Do not bend the fiber. Insert the connector of the fiber into the fiber port on the laser console and turn clockwise until it locks (1/4 turn). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber stopped working. Upon inspection of the fiber, the staff observed there was red light on the fiber section closest to the connection of the console. The fiber was replaced and the procedure was completed without patient clinical consequences.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber stopped working. Upon inspection of the fiber, the staff observed there was red light on the fiber section closest to the connection of the console. The fiber was replaced and the procedure was completed without patient clinical consequences. Additional information received that a physical break on the fiber was not identified.

Manufacturer narrative:
Based on the additional information, it was clarified that a physical break on the fiber was not identified. Therefore, the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Investigation summary: based on the information available, the cause that contributed to the reported fiber connector break cannot be established as the product is not available for analysis. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed and it provides clear instruction to prepare for the procedure. The IFU states: do not use if the package is damaged. Damage to the package may result in damage to the fiber or compromised sterility. Do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Do not bend the fiber. Insert the connector of the fiber into the fiber port on the laser console and turn clockwise until it locks (1/4 turn). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.